Event description:
New information received stating the event was the haptic of the intraocular lens (iol) was jammed in the device and the haptic was torn off during the procedure.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The file states the use of injector/shooter "asco / royale" and "methylcellulose 2.4%" as viscoelastic, which are not qualified to be used with associated company lens combination. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow the company instruction of company qualified iol delivery system product combinations and alternative viscoelastic, as the complainant states the use of an unqualified combination. The use of nonqualified combinations may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) was defective. The timing of the event and patent impact are unknown. Additional information has been requested.